Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. On the same day, it was reported by the parent that the pediatric patient experienced weakness. The cgm was reading 6.8 mmol/l and the blood glucose reading was 2.1 mmol/dl. The patient was treated by a doctor at the hospital with glucose and recovered after treatment. The patient was released from the hospital the same day. At the time of the report, the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.